Event description:
During an orif lefort ii fracture procedure, the surgeon was inserting two imf screws and two imf screws broke in the middle. Both of the imf screw shafts remain in the patient. The head and upper shaft of the two imf screws were retrieved. As surgeon was removing the temporary screw it also broke, the head and upper shaft were retrieved, part of the shaft remain in the patient. The procedure was completed successfully. Three shafts remain in the patient's bone. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.